Event description:
It was reported that the patient received inappropriate therapy due to noise on the a and v channels. High impedance with variable sensing was found. Review of session records revealed that the observed noise appeared after hv therapy delivery on (B)(6) 2011. Since that episode, electrical functions have been stable. Device was explanted and replaced. All leads tested normal at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.